Manufacturer narrative:
Examination of returned used device found the broken fragment of the threaded cannula. Evaluation performed per print. The likely cause for this issue is due to the use of excessive force during insertion of the trocar. A device history record review could not be performed as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 136 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that failure to properly follow the instructions for use can lead to serious surgical consequences. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robot-assisted radical cystectomy on (B)(6) 2024 when it was reported, ¿it was reported that tip of trocar was broken and fragment fell into the patient's body. The fragment was retrived by the surgeon and there was no remaining it in the patient. The surgeon did not realize that it was chipped during the surgery. It was unclear whether it occurred the brokage or whether it cracked during the surgery and then broke when it was removed.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text: device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip, was being used during a robot-assisted radical cystectomy on (B)(6)2024 when it was reported, ¿it was reported that tip of trocar was broken and fragment fell into the patient's body. The fragment was retrieved by the surgeon and there was no remaining it in the patient. The surgeon did not realize that it was chipped during the surgery. It was unclear whether ti was occurred the brokage or whether it cracked during the surgery and then broke when it was removed.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.